Event description:
Report received from (B)(4) stating that the device had a damaged tip, and the burr was not spinning properly. The device was being using during surgery, but there were no injuries or medical intervention. It is unk if there was a delay in surgery. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged tip" was confirmed. The device was found to have a broken tip during the visual assessment. However, the reported condition of "burr not spinning properly" was not confirmed, since the device passed and vibration test, showing that it was able to run, and the tech did not note any problems with the way the burr was spinning. If additional info becomes available, a supplemental report will be sent. (B)(4).